Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer where it was reported the technologist set up the patient with an IV including the extension set. While flushing the line to ensure the IV was patent, the extension set was leaking, and the tech changed the line prior to injection. There was patient involvement and no adverse event. The line only had saline flushed through it when it started leaking.

Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
A photo was provided showing the mc33150. Internal leakage was observed inside of the microclave. The reported complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and nonconformities were found that would have led to the reported complaint.